Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that atrial lead exhibited a capture thresh- old of 3.5 v, 1 ms and a sensing threshold of 0.2 mv. The lead was repositioned. The patient's condition was good after the procedure.